Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30317546m number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient with history of ventricular tachycardia (vt) and disseminated intravascular coagulation (dic), underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiac arrest (requiring heart massage and percutaneous cardiopulmonary support (pcps)) and death. During the procedure while ablating the cavotricuspid isthmus (cti), there was a rise to the impedance value from 116-170 ohms/second and a steam pop occurred. The smartablate¿ system rf generator (jpn) setting was default (max impedance 250ohms/no cut off). After the steam pop, cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to drain the fluid that was accumulated in the pericardial space. The patient was moved to the intensive care unit (ICU). The patient¿s blood pressure suddenly dropped, and the bleeding did not stop. As a complication of the pericardiocentesis, it seems that the left ventricle (lv) was punctured; therefore, the patient was transferred to the operating room for thoracotomy. The patient went into cardiac arrest, heart massage and pcps were applied. Impella device was implanted, and the patient was extubated. Although he recovered to the point where he could talk, his health condition continued to decline, and he died on (B)(6) 2020 due to cerebral hemorrhage and dic complication. Physician believes that although a cardiac tamponade occurred, it is not the direct cause of the patient¿s death. The physician commented that the intercostal arteries were damaged when the drain was put in, which may be the cause of excessive bleeding shock. The smartablate¿ system rf generator (jpn) parameters at the time of the steam pop were as follows: 30w, contact force (cf) 14g and ablation index (ai) 350. The issue of high impedance on the smartablate¿ system rf generator (jpn), was assessed as not MDR reportable since the value did not exceed the max impedance value selected by the user. As such, the potential risk that it could cause or contribute to a death or serious injury is remote.

Manufacturer narrative:
On 8/19/2020, biosense webster inc. Received additional information indicating the patient in this event was a 62-year-old male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).